Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a sore under her right breast area under the lifevest. It was reported that the irritation may have been caused by the garment rubbing the patient's skin. The patient's nurse advised that the patient should use a bandage with (B)(6) on it for the sore. Follow-up indicated that the sore was improving.